Event description:
Several months ago, l3/5 plif operation was performed for the patient with lscs (female). After operation, loosening was found at l5 left screw (tsrh6.5mm-45mm). On (B)(6) 2014, revision surgery was performed and all implanted screws were replaced with expedium. Also, s1 (7.5-55mm) and sai screw were inserted as an anchor. During rod placement, a rod was hard to fit in s1 screw. The surgeon inserted the screw deeper to adjust the height and then retried, but failed. Once the screw in question was removed, the connection part between the screw head and shaft was found broken. The surgeon replaced the broken screw with 7.5-50mm screw instead and completed the case with 20-minute delay.

Manufacturer narrative:
The expedium 7.5x55mm polyaxial screw was returned for evaluation. Visual inspection revealed that the inner cap (saddle) within the polyaxial tulip head had become twisted from its intended position. In addition, it was noted that the inner hex feature of the polyaxial screw indicated minor deformation. A review of the DHR found no issues that could have caused or contributed to the reported event. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. No issues were identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.